Event description:
Reporter alleged missing segments in the result display on the active system. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.